Event description:
Boston scientific received information that this pacemaker was implanted after the patient presented to the hospital with nausea and dizziness. There was evidence of ventricular non-capture with the competitive rv lead. The competitive rv lead was surgically abandoned and a new boston scientific rv lead was implanted. During the procedure, the chronic pacemaker was explanted as it was nearing the replacement time and this pacemaker was implanted. Three hours post-operation, the patient experienced further nausea and dizziness. A six-second pause in pacing, with loss of capture, was reported. No pacing pauses could be reproduced, and device interrogation did not reveal any issues. At this time, it was noted that the chronic, competitive right atrial (ra) lead also exhibited loss of capture and loss of sensing. The device was reprogrammed to vvir mode and the patient was referred for laser lead extraction at another facility. Three months later, the competitive ra lead, the capped competitive rv lead, and the active boston scientific rv lead were all extracted. This pacemaker was also replaced to reduce the chance of infection. New boston scientific ra and rv pacing leads were implanted. No additional adverse patient effects were reported. This pacemaker was expected to be returned for analysis.

Manufacturer narrative:
It was reported that the patient was seen in the clinic three weeks after the system extraction and replacement procedure. The patient was asymptomatic, and the new system was pacing and sensing appropriately. As of today, the explanted device has not been received for laboratory analysis. An amended report will be submitted should the device be returned.

Event description:
--

Manufacturer narrative:
The device was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Manual lead impedance testing was also performed, with normal measurements noted. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Finally, a series of electrical tests were performed, and again, normal device function was observed. Analysis testing could not confirm the reported clinical observations.